Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported by the patient that package was not sealed properly or not intact on (B)(6) 2025. No further information available.